Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. Philips remote clinical support (rcs) assisted the nurse in reviewing the clinical audit trail as part of the complaint investigation. The audit trail indicates that the action recorded at 23:39 reflects a user interaction at the bedside, during which the alarms were acknowledged. During the review, rcs requested additional information via email, specifically pertaining to the latch settings on the monitor to support further analysis. Rcs also attempted to contact the customer by phone; however, there was no answer at the time of the call. Subsequently, an email response was received indicating that the nurse had obtained the necessary information and no further assistance was required.

Event description:
It was reported the customer requested assistance in obtaining the clinical audit trail to assess actions of the staff in the emergency department. The patient developed bradycardia and there does appear to be staff interaction with the alarms; however, there was an approximately 13-minute period between 2341 and 2354 where alarms were not acknowledged. In this timeframe, the patient exhibited four pauses and two extreme bradycardia alarms, along with low spo2 and apnea alarms. The patient was then moved to the ICU. The customer indicated they had the information that was required after the call with philips.

Event description:
It was reported the customer requested assistance in obtaining the clinical audit trail to assess actions of the staff in the emergency department. The patient developed bradycardia and there does appear to be staff interaction with the alarms; however, there was an approximately 13-minute period between 2341 and 2354 where alarms were not acknowledged. In this timeframe, the patient exhibited four pauses and two extreme bradycardia alarms, along with low spo2 and apnea alarms. The patient was then moved to the ICU. The customer indicated they had the information that was required after the call with philips. No further information was provided but the customer indicated a delay in care, though the reason remains unknown. There was no evidence of a device malfunction.

Manufacturer narrative:
Analysis was performed philips remote clinical support personnel which included log file review. Philips remote clinical support (rcs) assisted with the investigation, including a review of device log files and the clinical audit trail. The audit trail shows that at 23:39, a user interaction occurred at the bedside, during which alarms were acknowledged. To support further analysis, rcs requested additional information via email regarding the monitor¿s latch alarm settings. Rcs also attempted to contact the customer by phone but was unable to reach them at that time. A subsequent email response from the customer indicated that the nurse had obtained the necessary information and that no further assistance was required. Based on the available data and analysis, the device was confirmed to be operating in accordance with specifications. The root cause of the reported event could not be determined, as it remains unclear why alarms were not acknowledged during the 13-minute interval. A review of the device¿s service history indicates that this issue has not been reported previously or subsequently for this device.